Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. This report is for two (2) unknown screws. Part and lot numbers are unknown; UDI number is unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a multiple metacarpal case was being performing on (B)(6) 2018. As the surgeon was placing screws into plate he noticed the screwdriver (gold portion at the tip of screwdriver) was twisting and became twisted where it engages the screw. This was causing the screwdriver not to engage the screw as well and it was stripping the screw head. The screw was removed and another t4 screwdriver and screw was brought in and the surgeon stated that the same thing happened again. A third screwdriver and third screw was brought in and it worked fine. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. There was no allegation against the screws. This report is for two (2) unknown screws. This is report 1 of 1 for complaint (B)(4).